Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a nurse from (B)(6) of solution changing technique (coded to peritoneal dialysis complication) and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with bacterial peritonitis with culture positive for (B)(6). The cause of the peritonitis was solution changing technique. The patient was hospitalized from (B)(6)2010 through (B)(6)2010. It is unknown if the pd therapy was ongoing. The patient had recovered from the peritonitis.